Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2019. The original surgery date is unknown. The reason for revision is patient fall. During the revision, the original stem and ceramic head were removed and replaced with competitor product.